Manufacturer narrative:
No pt information is available. Recall z-0661-2010 of the affected product has been initiated and was reported to FDA per 21 cfr part 806 on december 23, 2009. Investigation of similar reports from the field concluded that the root cause is that a force applied to the tip segment exceeding material strength causes the radiopaque tip to fracture. Due to the nature and frequency of this and other similar field reports, a recall was issued for the safesheath csg product line on december 23, 2009. The customer acknowledged receipt of the recall information on january 25, 2010. A review of the device history record (DHR) for the device involved confirmed that the lot was included in the recall referenced in the initial report (z-0661-2010).

Event description:
The site reported, "the sheath marker band fell off" of two safesheath csg worley introducers while attempting to implant the lead. The two devices were used on an individual pt consecutively. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.